Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the associated defibrillator failed to cardiovert the patient after two shocks with electrode pads at 200j. Complainants indicated that the clinician performed an external cardiac massage. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2022-00024 for a similar report from the same customer.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples of lot 4821 for the customer's report. The retained samples were subjected to DHR and drm reviews, electrical testing, lcr impedance testing, and continuity testing with passing results. A visual inspection found the lot assembly built according to specification. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Without the customer's electrode pads, the root cause cannot be firmly determined. Analysis of reports of this type has not identified an increase in trend.